Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 943 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure within the cornual edge, but it was not protruding through the serosa."), uterine perforation ("left essure within the cornual edge, but it was not protruding through the serosa.") And salpingitis ("right side - salpingitis or salpingitis isthmic nodosa.") In a 33 year-old female patient who had essure inserted (lot no. C65831) for female sterilisation. The patient had a medical history of parity 3, dyspareunia, overweight, dysmenorrhea and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 158 days after essure insertion, she experienced salpingitis (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral tubal ligation, bilateral partial salpingectomy done on (B)(6) 2016). An unknown time later she experienced embedded device (seriousness criterion intervention required) and uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. The reporter considered embedded device, salpingitis and uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discperancy noted: insertion date : as per initial report (plaintiff fact sheet) it is(B)(6) 2015, as per first follow-up it is (B)(6) 2015 and third follow-up (as per mr) it is (B)(6) 2015 and (B)(6) 2015. Discrepancy noted: removal date : as per initial report (plaintiff fact sheet) it is (B)(6) 2017, as per first follow-up it is (B)(6) 2016 and third follow-up (as per mr) it is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.587 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: clinical indication: essure follow up comparison: none. Technique: the patient was explained in detail the procedure including risk and benefits. The patient was prepped and draped in the usual sterile fashion in the fluoroscopic table. Balloon catheter was inserted into the uterine cavity and approximately 15 cc of nonionic contrast injected. Discussion: preliminary scout view of the pelvis demonstrates retroverted uterus left side shows an essure device in place. Is identified. On the left side there is no spillage of contrast into the pelvis due to essure device which appears approximately cm distal to the uterine cornua/isthmus. On the right side there is visualization of the fallopian tube with contrast spillage into the pelvic, however there is thinning and irregularity of the proximal! Portion of the fallopian tube which could be related to subtle changes of salpingitis isthmic nodosa or other etiologies. Uterine cavity shows homogeneous contrast filling without intrinsic filling defects. No immediate complications. Impression: 1. Left side essure device in satisfactory position without contrast spillage, 2. Right side fallopian tube is visualized with changes suggestive of nonspecific salpingitis or salpingitis isthmic nodosa. However, there is spillage of contrast into the pelvis from the right fallopian tube. [Pathology test] on (B)(6) 2016: procedure: laparoscopic bilateral tubal ligation, bilateral partial salpingectomy pre-operative and post operative: sterilization. Specimen/site-gross description: right fallopian tube: a7 0.6 0.5 cm fimbriated fallopian tube. The entire fimbriated portion with representative sections of the rest in one cassette. Left fallopian tube: a7x 0.6 0.8 cm fimbriated fallopian tube. 'The entire fimbriated portion with representative sections of the rest in one cassette. Final diagnosis: a. Right fallopian tube: complete cross section of fallopian tube, b. Weft fallopian tube: complete cross section of fallopian tube; on (B)(6) 2017: operation: uterus and cervix, specimen received: uterus and cervix. Gross description: it has variegated pattern containing soft pale tan tuberculated areas within the smooth muscle. Grossly the area of junction of the fallopian tubes and ovaries with the uterus shows edema. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history,lab data,patient information,lot no.,non drug treatment added, event medical device removal is updated to embedded device, uterine perforation and salphingitis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 943 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ the most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.